Event description:
On 2/24/09, the customer reported that 12 lead ECG could not be acquired.

Manufacturer narrative:
Dom 5/22/08. On 2/24/09, the customer reported that 12 lead ECG could not be acquired. This reported failure could impact the delivery of therapy. On 5/5/09, the unit and the trunk cable were returned to philips for evaluation. The failure was verified. Replacement of the ECG trunk cable resolved the reported failure. We are considering this failure a malfunction of the ECG trunk cable.